Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have lung disease and shortness of breath resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an information alleging a device's sound abatement foam became degraded and caused the patient to have lung disease and shortness of breath resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. Additional information was received and section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged lung disease and shortness of breath. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally observed that there was no sign of contamination on the outside and inside of device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no sign of contamination. The following correction has been updated in this report. The manufacturer previously reported that patient death, occured in section b2. After review, it was determined that the patient's daughter had died in 2019, not the patient, the patient had experienced the lung disease and shortness of breath. That this options were incorrectly selected in section b2. Nothing such has occured to the patient. Section b1 has been updated to reflect as adverse event and product problem. Section b2 has been updated to reflect as other serious or important medical events . Section g2 has been updated as consumer to reflect the right information. Section h1 and h6 has been also been updated to reflect the serious injury.